Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture behind the display lens. There was also evidence of moisture contamination inside the battery compartment and on the underneath side of the battery cap that was returned for investigation. The battery cap was determined to have measurements within the required specifications. The cap secured tightly to the pump. On investigation, the pump did not power on. A leak test was performed and revealed a leak at a crack in the battery compartment. The pump was opened for investigation and revealed evidence of moisture contamination throughout the pump¿s interior compartment. Investigation was unable to confirm the allegation of intermittent power due to the pump¿s inability to power on due to moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.